Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ten years, five months and eight days after the implant of this transcatheter bioprosthetic pulmonary valve, moderate to severe pulmonary stenosis was noted. Subsequently, the valve was replaced. No additional adverse patient effects were reported.